Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly during the night. The customer plugged the pump into a power source and was able to turn the pump back on. Blood glucose level was impacted (300 mg/dl). The customer stated that they would use manual injections.